Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer reported that they received erroneous results for one patient sample tested for immunoglobulin e (ige). The sample results were not linear when diluting the sample. The sample initially resulted as 1902 iu/ml and this value was reported outside of the laboratory. The sample was diluted times 2 and repeated, resulting as > 4551 iu/ml. The > 4551 iu/ml value was also reported outside of the laboratory. The sample was then diluted times 10 and repeated, resulting as 7732 iu/ml. The 7732 iu/ml value was also reported outside of the laboratory. The sample was provided for investigation, where it was tested on a cobas 8000 analyzer on (B)(6) 2015. During the investigation, the sample initially resulted as 2456 iu/ml. The sample was then repeated at a times 2 dilution, resulting as >5000 iu/ml. The sample was then repeated at a times 5 dilution, resulting as 7400 iu/ml. The sample was then repeated at a times 10 dilution, resulting as 7961 iu/ml. The sample was also repeated at a times 20 dilution, resulting as 8052 iu/ml. The investigation found that the customer's results were reproducible and no signs of interference were noted. It was asked, but it is not known if the patient was adversely affected. No adverse events were alleged. The serial number of the e602 analyzer used at the customer site was asked for, but not provided. Ige reagent lot number 181429, with an expiration date of june 2016 was used on the cobas 8000 analyzer which was used for investigation.

Manufacturer narrative:
It was stated that a sample from the patient was diluted and measured 3 months ago, resulting as 7000 iu/ml for ige. Upon further investigations of the sample in question, testing was performed with a different ige assay using feia methodology. The result obtained with this assay was 10600 iu/ml.

Manufacturer narrative:
A specific root cause could not be determined. Further investigation of the sample was not possible as the volume of the sample was not sufficient enough for further investigations. A general reagent issue could not be detected.